Event description:
No additional information.

Manufacturer narrative:
Additional information: h. Attached medwatch. Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 28-feb-2026: medwatch report is mw5184937.

Event description:
It was reported, syr 3 ml ll w/ndl sftygld 21 x 1-1/2 rb, safety guard on needle failed. Half of the guard broke and the needle remained exposed after activating the safety.